Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Additionally, tissue was noted in the helix. The lead passed testing. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, loss of capture or high pacing thresholds. The lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was found micro-dislodged. A chest x-ray was performed and appeared to show normal positioning but the rv lead no capture at maximum outputs. The patient reported chest and abdominal pain, but patient was zero percent pacing in the right ventricular since implant. The rv lead was explanted. No additional adverse patient effects were reported.